Event description:
Per the audiologist, the patient reported experiencing pain with and with out stimulation of the implanted device. The results of an integrity test (B) (6) 2009 indicated normal device function. The results of a CT scan (date not reported) indicate proper device placement. Due to the pain when using the device the patient has discontinued wearing the external processor and is no longer receiving benefit from the device. Explant and reimplantation is planned but had not taken place at the time of this report (B) (6).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013. This report is filed october 17, 2013.

Manufacturer narrative:
(B) (4). Implanted device remains

Manufacturer narrative:
(B)(6). This report filed january 21, 2014.